Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device had difficulty converting an arrhythmia. The first shock accelerated the rhythm from ventricular tachycardia to ventricular fibrillation. Three additional shocks were required to successfully convert the arrhythmia. The high energy shock impedance was 125 ohms, which is high but within normal limits. Technical services discussed changing the shock polarity with the caller. There were no additional adverse patient effects. The system remains implanted.